Event description:
The customer reported that he was hospitalized due to low blood glucose levels under 40 mg/dl. The customer stated that he fainted prior to the event. Troubleshooting was performed, the daily totals did not add up correctly. The insulin pump was not exposed to an MRI scan, but the customer stated that he frequently travels and exposes the insulin pump to security scanners and x-rays. The insulin pump did pass the prime test. Advised the customer that the insulin pump would be replaced due to the daily totals not adding up correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.